Event description:
It was reported that outside of surgery, the unit had an unspecified problem. There was no patient involvement. During device evaluation, it was discovered that the motor speeds were unstable. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the switch failed, the motor speeds were unstable, the cable insulation was damaged, the reciprocating arm was worn, and the insulator was discolored. The motor, switch, reciprocating arm, plug harness assembly, and insulator were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign : finland.